Event description:
The customer reported an electrical / electronic property problem on the ih-1000. She reported that a pipettor misfunction occurred on the instrument. When she rebooted the system, a hardware board failure occurred and she could small smoke. Nobody was harmed by this incident. The customer was advised not to use the instrument any longer. Our investigation is still ongoing.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer called in to report that she received a transport arm board failure error on the ih-1000 instrument, when she rebooted the system, a hardware board failure occurred and the instrument emitted a smoke smell. Nobody was harmed by this incident. A field service engineer was on-site to check the instrument. He replaced the transport arm applicative board and reset all novi core boards. The sparks and flame had also damaged the x-axis board and x-axis cable and they were replaced. The instrument was then thoroughly inspected for other areas that could be affected and the following was documented: y and z axis boards were blackened due to corrosion and overheating, x-axis board was not corroded but was partially melted, y and z axis cables had signs of corrosion and overheating as well as residue of system fluids based on these observations, all boards and cables were replaced. The pipettor applicative board and novi core boards have also been replaced as part of the repair process. After replacement of the previously mentioned components, the instrument was reinitialized and burn-in was run to simulate a constant workflow of the instrument. No issues were observed, and qc was run without error. The sparking and flames were caused by the transport arm inside of the ih-1000. Several components were observed to be corroded and after all associated components have been replaced, the instrument runs without issues. Our field service engineer and the specialist on site highly suspect that this was caused when disconnecting the liquid container, resulting in an overflow in the wash station, which the cable of the transport arm came in contact with, splashing the fluid throughout the instrument.

Manufacturer narrative:
This is our final report on this incident.